Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted sharp damage on the trocar balloon. It was reported that the balloon physically broke and the balloon did not inflate easily. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if there was a contact with sharp instruments. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extra peritoneal, the surgeon was trying to use the balloon to create the pre-peritoneal space, the balloon physically broke and did not inflate. They opened another device to complete the case. There was no patient injury.